Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6). During the procedure, the physician advanced the device towards the target site through torturous anatomy. After the physician started to retract the pull wire for stent deployment, the pullwire was reinserted for repositioning and a pop sensation was felt. It was unclear if the suture broke. The locking mechanism was unlocked and the physician decided to withdrawal the device from the patient. During withdraw the stent prematurely deployed near the target site. The physician felt the stent position was satisfactory. The procedure was successfully completed with no reported patient complications. The patient was reported to be in fine after the procedure.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 450 mg/dl, 285 mg/dl, 192 mg/dl, 274 mg/dl, and 298 mg/dl within 3 minutes on the accu-chek system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.